Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter split is confirmed, but the root cause could not be determined. Two photos of a powerpicc catheter were returned for evaluation. The photos shows a clinician holding a portion of powerpicc catheter tubing. In the background the rest of the catheter is present but is out of focus. A circumferentially aligned tears is present in the catheter tubing segment in between the clinician's hands. The tubing cross-section at the tear location has an elliptical shape, suggesting that kinking occurred at the location. However, no other fracture features can be discerned. Inspection of the rest of the photo was unremarkable. Based on the available evidence, it is possible that flexural fatigue due to cyclic kinking of the catheter tube contributed to the observed tear. However, there is not sufficient evidence to conclusively determine this. Therefore, the root cause remains unknown.

Event description:
It was reported fractured PICC. When patient came for a blood transfusion, spilt in line was found upon aspirating and flushing line prior to use. Treatment was delayed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported fractured PICC. When patient came for a blood transfusion, spilt in line was found upon aspirating and flushing line prior to use. Treatment was delayed. No other information was provided.